Event description:
It was reported that a needle from the multimed kit broke into two pieces during introduction into the pt via the subclavian approach. It was stated that the needle broke in the middle between the hub and tip of the needle. The broken piece was retrieved with forceps. No pt complications or intervention was reported. The device is not being returned for eval.

Manufacturer narrative:
The device was not returned and therefore, unable to evaluate or come to a conclusion. There are two needles included in the multimed kit: 11 gauge needle and an 18 gauge thin wall needle. The particular needle was not identified in the report.